Event description:
It was reported that stent damage occurred. The 90% stenosed, 33x4.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 4.00x28mm promus element ¿ drug eluting stent was selected for use to treat the lesion. During the procedure, the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged at the distal end with stent struts bunched and overlapped adjacent to the distal markerband. The mid-section of the crimped stent had stent struts lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 33x4.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 4.00x28mm promus element drug eluting stent was selected for use to treat the lesion. During the procedure, the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).